Event description:
It was reported that prior to surgery, the 13 mm travios cage trial implant would not properly load onto the t-handle. The same t-handle had been used with other cages and no issues were reported. There was no patient involvement or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the returned device is in overall good condition, and does not show any signs of excessive wear or misuse. The t-plif 13mm trial spacer belongs to the transforaminal posterior lumbar interbody fusion (t-plif) spacer instrument set, to support the placement of t-plif spacers in transforaminal posterior lumbar interbody fusion procedures. The set of t-plif trial spacers are used to ensure accurate sizing, such that the proper implant is selected. One t-plif 13mm trial spacer was returned with the complaint 13 mm travios cage trial implant would not properly load onto the t-handle,under the category of does not fit with other parts. The returned device is in overall good condition, and does not show any signs of excessive wear or misuse. The current drawings for this part were reviewed as well as the drawings to which this part was manufactured. Due to similar complaints of incompatibility between instruments trial spacer does not fit into t-handle. It was stated that the t-handle functioned correctly with other trial spacers, however the t-handle was not returned, and therefore this complaint cannot be replicated. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.